Event description:
Additional information received notes that the right ventricular (rv) lead also exhibited high pacing impedance. The patient experienced chest pain, dizziness and syncope episodes.

Event description:
It was reported that a patient presented to clinic. Device interrogation revealed oversensing noise and high capture threshold on the right ventricular (rv) lead. Under fluoroscopy, the rv lead was confirmed to be fractured. The physician elected to explant and replace the rv lead. The patient was stable following the procedure.